Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 2600 system had a filmer stuck error message at boot up that could not be cleared. No patient injury was reported.